Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, impedance testing at the clinic showed multiple anomalous and short circuit electrodes. Results of an integrity test done in 2008 confirmed multiple malfunctioning electrodes. Reimplantation was recommended and is scheduled for a later date.